Event description:
A malfunction was reported on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue reoccurred.